Event description:
It was reported that during a laparoscopic prostatectomy procedure, the device failed during the operation. It stopped working after a while. It was used on a generator and all procedures were followed to try locating the problem. Changed instrument and procedure went according to plan. There was no reported patient consequence.